Manufacturer narrative:
(B)(4). The lot was manufactured from march 6, 2015 to march 7, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the distal luer. After the luer cap was removed, evidence of continuous flow was visually observed. Flow continued without stopping until the reservoir was empty. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had stopped delivering an unknown drug during infusion. The hospital personnel tried to remove air by a three-way stopcock, but flow was not observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.